Event description:
A customer reported an issue with the touchscreen of their pump, which remained frozen and unresponsive to input, though the screen itself was not cracked or shattered. Despite this malfunction, their blood glucose level did not exceed 500 mg/dl and remained within a safe range. Technical support provided the customer with pump reset instructions, and after performing the reset, the screen responsiveness issue was resolved and the customer could interact with the pump again.